Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. It was determined that the worn downstream occlusion (dso) nub was the root cause. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited 'double beeping'. There was unknown patient involvement.